Manufacturer narrative:
Device evaluatd by MFR: p elite ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 38 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not track down the lesion and found that the stent got damage. The procedure was complete with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 38 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not track down the lesion and found that the stent got damage. The procedure was complete witih a different device. There were no patient complications nor injuries reported.